Event description:
It was reported the patient's device was replaced due to inadequate therapy at high voltages. Several attempts were made to reprogram the device without success. No other symptoms or outcome were reported. A follow-up report will be submitted if additional info becomes available.